Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined area. Customer continued to use the leaking cartridge "until it was out of insulin", and will replace cartridge. Customer's blood glucose level ranged from approximately 300-400 mg/dl.